Event description:
A customer reported that the phaco tip was bend and not working before cataract surgery. The surgery completed by using another tip. There was no patient contact and harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened phacoemulsification tip in a wrench, in a tray was received for the report. Sample was visually inspected and found to be conforming, no bent condition or any other nonconformance observed. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. Functional thread check was performed and found to be conforming, go and no-go thread gage check was conforming. Functional flow check was performed and found to be conforming, good water flow was observed exiting the tip and nothing was observed extracted onto the filter paper. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent file were reviewed by the manufacturing site. Photos show phacoemulsification tip in wrench and product tray with reported lot number. Reported issue cannot be confirmed from photo. The complaint evaluation does not confirm the report of the phacoemulsification bent and product not working. The returned sample was found to be visually and functionally conforming, therefore a bend phacoemulsification tip, product not working as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phacoemulsification tip was manufactured to specification. All phacoemulsification tips are hundred percent visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).